Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) unit has ECG problem. There was no patient harm.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and confirmed a defect in regards to the ECG lead wires. The fse recommended that the customer replace the ECG lead wires. ECG lead wires were loaned to the customer for temporary use. The fse performed a functional check of the unit and passed according to factory specifications. The iabp was returned to the customer for clinical use.

Event description:
N/a.